Event description:
It was reported to philips that the device displayed a shock equipment malfunction error message after repeated charge/shock failures during daily testing. There was no reported patient involvement.